Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that there was a fluid leak encountered during a patient's peritoneal dialysis (pd) treatment. The technician noticed fluid in the pump module area and on the external of the cassette when treatment had finished and cassette was being removed. There were no alarms. In a follow up, the bmt said there was no harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics for three days as normal protocol. The cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Post-ast (2 hr. 15 min) 8500 ml simulated treatment was performed without any failures or problems.no fluid leaks in the test cassette during the treatment test. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A biomedical technician (bmt) reported that there was a fluid leak encountered during a patient's peritoneal dialysis (pd) treatment. The technician noticed fluid in the pump module area and on the external of the cassette when treatment had finished and cassette was being removed. There were no alarms. In a follow up, the bmt said there was no harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics for three days as normal protocol. The cycler is available to return for analysis.